Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred a couple weeks ago from the date manufacturer became aware of the event.